Event description:
Patient underwent egd for fistulized sleeve gastrectomy with planned "ovesco" clip placement. Clip placed over fistula, pulled into cap with "wall anchor" device. Subsequently, the wall anchor, despite being closed, was unable to be pulled back into the scope as it was unable to be separated from the clip (clip times hooked into slots in the end of the anchor device). The clip was ultimately able to be dislodged from mucosa with significant tear resulting. A fully covered 12 cm by 18 mm esophageal stent was subsequently deployed across the ge junction where the fistula and injury were located.